Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Section d6b: date of explant is unknown. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch:4903182. Common device name: scs octrode lead, model: 3286, UDI: (B)(4), batch:4370745.

Event description:
It was reported patient was unbale to place his ipg into MRI mode due to high impedances and as such the entire system was explanted at an unknown date.